Event description:
It was reported that the right atrial lead was not capturing. The patient is enrolled in the (B)(4) study. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.